Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concern this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock therapy due to oversensing of the minute ventilation (mv) signal on the right ventricular (rv) channel. Pacing inhibition was also noted, as was patient-reported pain associated with the shock therapy. The patient was admitted into the hospital with therapies deactivated pending analysis of the episode by technical services (ts). A ts consultant reviewed the episode and confirmed the signals seen do not appear to be related to the mv signal. Instead, investigation for potential external sources of the signal was recommended. Additionally, consideration of lead integrity testing and x-ray evaluation was recommended. Besides hospitalization and pain, there were no other adverse patient effects reported. The crt-d and rv lead remain in service. Additional information received confirmed both x-ray imaging and lead integrity testing were completed and were unremarkable. The patient is currently at home with all therapies enabled, and is being monitored via the latitude remote patient monitoring system. Latitude shows all trend-data stable with no spikes, and no ventricular high-rate episodes since admission.